Manufacturer narrative:
The field service representative found the sipper nozzle screw was unscrewed. He cleaned the dilution bath, replaced the sipper nozzle screw, performed reagent primes, performed ise checks, and assessed the ise tubings. He cleaned the ise probes and drain and conditioned the electrodes with an activator. Calibration and qc were successful. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode and cl electrode results for 2 patient samples on a cobas 8000 ise 1800 module. Patient 1: the initial na result was 118 mmol/l and the repeated result was 137 mmol/l. The initial cl result was 126.0 mmol/l and the repeated result was 99.0 mmol/l. Patient 2: the initial na result was 125 mmol/l and the repeated result was 141 mmol/l. The initial cl result was 121.5 mmol/l and the repeated result was 104.9mmol/l. The samples were repeated due to having negative anion gaps. The initial results were reported to the doctor. The amended results were also sent to the doctor. The electrode lot numbers and expiration dates were requested but not provided.